Event description:
It was reported that shortly after implant of the leads, the patient returned to the hospital in distress. An emergent pericardial drain was placed due to tamponade from a lead perforation. It is unclear which lead perforated. After the fluid was removed the patient experienced a myocardial infarction and passed away.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).